Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and a sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2009 when durasphere exp was injected due to sui and intrinsic urethral sphincter deficiency that there was no evidence of recurrent prolapsed and the mid-urethral sling was noted to be in good position and there was no evidence of erosion. It was reported that the patient underwent surgery (B)(6) 2010 surgery sui with prior failed mesh and suburethral injections. It was reported that on (B)(6) 2010 the patient underwent removal of mesh, placement of mesh and cystoscopy. Examination revealed poor vaginal support, tight introitus, a long labia, shortened urethra, mesh could be felt in a longitudinal fashion, mid to distal urethra. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00935. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient underwent a hysterectomy in 2008. It was reported that the patient underwent a mesh removal on (B)(6) 2010. During mesh removal, another mesh was implanted in order to treat stress urinary incontinence.